Event description:
Information received on annual device tracking report that device was removed because "pt developed a severe staph infection." Follow-up information from the health care provider indicated that the infection had cleared after explant of the device. No further pt information is available from the voluntary reporter.